Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate therapy/shock was observed. Patient received therapy for a supraventricular tachycardia diagnosed as ventricular tachycardia because of atrial events falling into blanks. Programming changes were recommended. No further information available.